Event description:
In the study database, perforation was reported as having occurred in patient in 2004. The site study coordinator looked into the hospital records for this patient and although the records indicate patient had a silverhawk procedure that day, there is no mention of a perforation in the procedure dictation.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.